Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error alarm. The customer's blood glucose was 136 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube, reservoir tube window and battery tube threads. Insulin pump received with minor scratches on lcd window and broken reservoir tube lip.